Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar forceps instrument was analyzed and found to the instrument tips cracked. The tip is not completely broken. The conductor wire is still installed. The instrument passed the electrical continuity test. The complaint regarding instrument had plastic plates have separated from the metal was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: no, no further information could be obtained.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm force bipolar instrument had plastic plates have separated from the metal industry. The procedure was unknown how it was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the force bipolar instrument be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis.